Event description:
It was reported that patient underwent procedure utilizing intercalary oss compress components in 2005. Subsequently, revision procedure was performed two months later, to correct a 5cm limb length discrepancy by implanting expandable components. During the procedure, it was noted that the existing prosthesis could not be disassembled creating a delay greater than thirty minutes. No further information has been received to date.

Manufacturer narrative:
Evaluation of device was not possible, as the components could not be disassembled without destroying them.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed october 27, 2009.

Event description:
It was reported that patient underwent procedure utilizing intercalary oss compress components in 2005. Subsequently, revision procedure was performed in 2009 to correct a 5cm limb length discrepancy by implanting expandable components. During the procedure, it was noted that the existing prosthesis could not be disassembled creating a delay greater than thirty minutes. No further information has been received to date.